Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for battery replacement of a completely depleted generator. Once the new generator was placed, high impedance was seen. The lead was then replaced and the impedance was within normal limits. The mother of the patient reports that the patient had fallen due to seizures and believes this may be the cause of the impedance issues. X-rays were not taken prior to surgery. Later it was reported that no damage was identified on the lead during surgery. Surgeon opted to go straight for revision after irrigation and reinsertion of lead pin and running diagnostics multiple times delivered high impedance results. There was no specific cause for the fall provided by the physician. It was reported that the suspect device is not available for return. No other relevant information has been received to date.

Event description:
Later a return product form was received indicating that the generator was returned for disposal purposes. Only the generator was indicated to returned for disposal. The suspect product has not been received to date and is unlikely to be returned. No other relevant information has been received to date.

Event description:
Later, it was reported that the suspect device is now available for return. The suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.